Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-11-25. H.6. Investigation summary: bd received 3 actual used samples from the customer in support of this complaint. Three used tubes contained blood, but it was observed that none of the three tubes reached the correct volume. The tubes were functionally tested and the issue of underfill was not observed as all three tubes drew the water to the correct volume. Additionally, 4 photographs were attached, showing the correct draw volume. Furthermore, 20 retention samples from the bd inventory, were functionally tested and the issue of underfill was not observed as all 20 tubes drew within specification. Bd was unable to confirm customers¿ indicated failure mode based on the returned and retained sample¿s test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements h3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: this is a report about underfilled tubes. According to the customer's report, several tubes did not draw enough volume of blood. The actual samples returned for investigation contain blood.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: this is a report about underfilled tubes. According to the customer's report, several tubes did not draw enough volume of blood. The actual samples returned for investigation contain blood.